Manufacturer narrative:
The pump passed the operating current, unexpected restart, and displacement tests but alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to the alarm. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out and the insulin pump kept going back to rewind. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.